Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer occasionally changed infusion sets and cartridges or changed cartridges only and resumed insulin.